Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) giving error as unable to auto fill. No patient involvement.

Manufacturer narrative:
Additional contact #: (B)( 6). A getinge field service engineer (fse) inspected the unit and identified the issue as pinched or obstructed tubing at the vacuum reservoir. The obstruction was relieved. During the evaluation, the fse also identified fail codes 13 and 14 in the system logs, indicating potential issues with the compressor and front end pcb and pcba exec processor . As a precautionary measure, the fse replaced the parts. Following these repairs, all functional and safety tests were performed per factory specifications, and the unit was returned to service.

Event description:
N/a.